Event description:
This unsolicited device case was received from united states on (B)(4) 2014 from a physician. This case involves a female pt (age not provided) whose site was cultured and found positive for staphylococcus and had right knee flare up after receiving treatment with synvisc one. No relevant medical history, concomitants and concurrent conditions was reported. Pt received synvisc one in the past. On an unk date in 2014 (6-8 weeks ago), the pt received treatment with bilateral synvisc one injection at a dose of 6ml once (route of administration: unk, batch/lot number: x1313 and expiry date: 10/31/2016) into both knees for osteoarthritis. It was not her first treatment with synvisc-one. On an unk date, the pt suffered a right knee flare up. The site was cultured and found positive for staphylococcus (staphylococcal infection). The pt received antibiotics for 01 month and was better. Corrective treatment: antibiotics. Outcome: recovered/resolved. A pharmaceutical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: important medical event (site was cultured and found positive for staphylococcus). Sanofi company comment dated 11/24/2014: this case concerns a female pt with osteoarthritis who developed staphylococcal infection after receiving synvisc one. Since the event start date is not provided, a definite temporal relationship could not be established. However, lack of detailed info regarding concomitant medications, underlying medical history and concurrent conditions of the pt precludes complete assessment of the case.